Manufacturer narrative:
Product complaint #: (B)(4). Section b5: additional information was received indicating that the failures did not occur during pre-deployment electrical check. No excessive force had been applied to the devices. The devices were removed from the patient without additional intervention. Adequate flush had been maintained through the devices. It is unknown if the coils and the cables were re-challenged and used successfully. The customer states there is no additional information available. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization of an aneurysm at the renal artery, a 3mm x 6cm galaxy g3 mini coil (glm930060, l14694) was attempted to be detached with an enpower dcb 2 (dcb2000500, c46055) control box. The detachment button was pressed but no sound was heard. The green system ready light was illuminated. The complaint coil was not able to be detached. The physician changed the cable with another cable, but the same issue continued. The complaint coil was replaced with another 3mm x 6cm coil (glm930060, l14498) but the same issue continued. Finally, the complaint dcb2 was replaced with another device and the procedure was completed. There was no report of patient injury. Preliminary pictures were received of the two microcoil systems and the control box. Additional information was received indicating that the failures did not occur during pre-deployment electrical check. No excessive force had been applied to the devices. The devices were removed from the patient without additional intervention. Adequate flush had been maintained through the devices. It is unknown if the coils and the cables were re-challenged and used successfully. The customer states there is no additional information available. One non-sterile galaxy g3 mini 3mm x 6cm unit was received inside of a pouch. The received device was visually inspected, and no damages were noted on it. Then a microscopic inspection was performed, and the distal outer sheath had not been softened indicating that the resistance heating coil had not been heated and the detachment process was not initiated. No other damages were observed. The marker band was found at 41cm from distal end and it was found within specification. The resistance of the device was measured with multimeter and a lab sample enpower control cable. Resistance initially measured approximately 53.0 o, which is in of the specification range between 48.5 o ¿ 56.0 o. Also, the received unit galaxy g3 mini 3mm x 6cm was connected to a lab sample enpower control cable and then were connected to detachment control box (dcb) received. The power was turned on. The system ready light illuminated. A detachment cycle was initiated when the detach button was pressed. After that the embolic coil was detached from the device. The complaint reported by the customer ¿coil - failure to detach¿ could not be confirmed because the device was found within the specifications in the functional test. After that the embolic coil was detached from the device. Neither the analysis nor the mre suggest that the failure reported could be related to the manufacturing process. Procedural factors and handling process may contribute to the failure as reported. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. Based on the event description, there was an attempt to be detached the galaxy g3 mini 3mm x 6cm with an enpower dcb 2 (dcb2000500, c46055) control box. The detachment button was pressed but no sound was heard. However, based on the analysis of the device received, the distal outer sheath had not been softened indicating that the resistance heating coil had not been heated and the detachment process was not initiated. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2020-00015. Based on the preliminary photos provided, it can be determined that the embolic coil of galaxy g3 mini 3mm x 6cm has a stretched condition. The rh can be appreciating in good normal conditions, not heated. The reported condition ¿coil - failure to detach¿ could not be evaluated based on the pictures. A manufacturing record evaluation was performed for the finished device l14498 number, and no non-conformances related to the reported complaint condition were identified. Further investigation will be performed once the device returns for analysis.

Event description:
As reported by a healthcare professional, during a coil embolization of an aneurysm at the renal artery, a 3mm x 6cm galaxy g3 mini coil (glm930060, l14694) was attempted to be detached with a enpower dcb 2 (dcb2000500, c46055) control box. The detachment button was pressed but no sound was heard. The green system ready light was illuminated. The complaint coil was not able to be detached. The physician changed the cable with another cable but the same issue continued. The complaint coil was replaced with another 3mm x 6cm coil (glm930060, l14498) but the same issue continued. Finally, the complaint dcb2 was replaced with another device and the procedure was completed. There was no report of patient injury. The customer states there is no additional information available. Preliminary pictures were received of the two microcoil systems and the control box.